Manufacturer narrative:
5076-45 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, during episodes that were thought to be sinus tachycardia or atrial fibrillation (af) with rapid ventricular response that the device determined to be ventricular tachycardia (vt). It was noted that an algorithm withheld therapy per programming. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.